Event description:
Per the clinic, in (B)(6) 2012 the patient experienced extrusion of the internal electrode array into the external auditory canal, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).